Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 55% to 15% after being connected to a power source. Following the battery drop the customer was also experiencing difficulty charging the pump despite the attempt of multiple wall adapters. It was confirmed that the charging supplies were able to successfully charge another device. Customer reported blood glucose level was 127 (mg/dl). It was indicated that the customer would continue to use the pump until the replacement pump was received.